Event description:
A report was received that states that the inflation line detached from the tracheostomy tube after 2 days in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.